Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: shaft separation requiring surgical intervention. Device issue: balloon rupture/difficult to remove/shaft separation. It was reported that, the procedure was to treat in-stent restenosis in the rca. Five stents had been placed in a previous procedure, two stents from another company and three vision stents were implanted. The vessel was diffusely "deceased," and it cannot be confirmed which of the previously implanted stents had restenosed. Three stents from another company were placed to treat the in-stent restenosis. The powersail coronary dilatation catheter (cdc) was being used for post-dilatation and after the third inflation in the proximally placed stent, the balloon ruptured. An attempt was made to remove the powersail; however, resistance was felt during removal as the cdc balloon caught on a proximally placed stent. After tugging for a while on the cdc, the catheter shaft separated leaving a large piece of the catheter and balloon, approx 8" - 10" in the pt. Attempts were made to snare the separated piece, guide wire position was lost and the attempts to snare were unsuccessful. The pt was sent for bypass surgery, where the piece was removed successfully. No add'l event or pt info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the balloon, shaft and sidearm. There was also blood visible in the balloon, inflation lumen and guide wire lumen. The balloon was partially filled with blood. The shaft had separated at the mid lap joint 6.5 cm proximal to the guide wire exit notch. The proximal end of the separation was slightly uneven. The distal end of the separation was stretched and torn. No other damage to the catheter was noted. A new indeflator was used to pressurize the distal end of the catheter to 18 atm and the balloon inflated normally. No leakage or balloon rupture was noted. The proximal end of the catheter was also pressurized, and no leakage was noted in the inflation lumen or hub. Product performance engineering has reviewed the case description and analysis of the returned device; damage was noted. The analysis was able to confirm the shaft separation, as the device was returned in two separate pieces. The separation edge of the distal portion was torn and stretched, which suggests the device was subjected to tensile overload. Factors that may contribute to the resistance difficulty are, but not limited to, associative device interaction, pt anatomy, or pt disease state. The guide wire was not returned, which may have aided the investigation. Upon further investigation, a new guide wire was passed through the guide wire lumen with some resistance observed. After flushing the guide wire lumen, the guide wire was passed through again without any observed resistance. The case details described the resistance, which appears to have occurred due to the interaction with the stent. Afterward, the device was tugged on, which appears to have contributed to the separation. Instructions for use (IFU) states "continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter." Based on the reported case description and analysis of the returned device, the reported separation and resistance appear to be related to the operational context use of the device. The analysis was unable to confirm the balloon rupture, as the device was separated into two pieces; however, the analysis was able to inflate the distal portion of the balloon without any leaks or ruptures observed. A thorough investigation of the catheter could not be performed because of the state of the returned device. Factors that may contribute to balloon ruptures are, but not limited to, manufacturing, materials, associative device interaction, pt anatomy, or pt disease state. Unfortunately, a definite root cause of the reported balloon rupture could not be determined because the attempts to replicate the case conditions were unsuccessful. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.